Manufacturer narrative:
Concomitant medical products: etlw1616c124e stent, implanted: (B)(6) 2017. Etlw1616c124e stent, implanted: (B)(6) 2017. Esbf2814c103e stent, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged. It was also reported that high thresholds were noted on the rv lead. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.